Event description:
It was reported that the laparoscope had a flickering image multiple times, a blurry image, and b31 endoscope communication error. The issue occurred during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged, no image is displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the broken video cable caused the b31 endoscope communication error and the loss of image. Additionally, the damage to the fiber bonding in the distal end outer tube area was most likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.